Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was additionally reported that the whole system was removed permanently as a result of the patient twiddling the leads back again. The device was explanted. The leads were capped.

Event description:
It was reported that the patient developed possible diaphragmatic stimulation. During patient follow-up, the right atrial (ra) lead was discovered to be pulled back and dislodged due to possible twiddlers syndrome. The right ventricular (rv) lead also had no slack. The leads were repositioned and they remain in use. No patient complications have been reported as a result of this event.